Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint # (B)(4).

Event description:
A patient of unknown age and gender was receiving continuous renal replacement therapy (crrt) via an angiodynamics dialysis catheter (product name nor number was provided) when it was noted the catheter had a small pinhole in it. It was reported the patient had the catheter removed and replaced as he/she required further dialysis treatments. There was no harm or injury to the patient due to this event. It was reported the defective disposable device is available for return to the manufacturer for evaluation. .

Manufacturer narrative:
A quality review of this complaint file noted the returned device was not the device originally reported by the complainant. The final MDR submitted did not reflect the received product. This report is being submitted to capture the product received for evaluation. The investigation results previously reported are not affected. Reference (B)(4).

Event description:
Updating product upn and description.

Manufacturer narrative:
Returned for evaluation was a schon dialysis. A visual examination of the device confirmed a hole was in the extension tubing. The device was forwarded to angiodynamics' supplier of this device, and requested to provide a device evaluation, and root cause determination. Per the supplier's response: "the reported sample and six pictures were provided for failure mode evaluation and root cause analysis. After review, was found that the failure mode is clearly seen; therefore, the reported failure mode was confirmed. As a part of the research the reported failure mode was attempted to be replicated, the extension was intentionally punctured with a syringe needle and the result is very similar to the reported failure, in addition, one of the photos of the reported sample shows how the needle damaged both walls, which was also replicated with the syringe needle." Device history record review showed no issues with the production paperwork. Potential root causes could be "improper use", "improper handling", appear to have impacted on the event as reported. Labeling review: the instructions for use, which is supplied to the end user with this catalog number, states: "clamping the catheter repeatedly in the same spot could weaken the tubing. Change the position of the clamps regularly to prolong the life of the tubing." A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).